Manufacturer narrative:
(B)(4): the device was not returned to atricure for evaluation. The user indicated that the event was due to user error. The procedure was completed with the original device and discarded after the procedure.

Event description:
During the initial procedure on (B)(6) 2012, an isolator synergy device was used. The physician placed the clamp around the left pulmonary veins. The left ventricular vent tube was left in place and clamped between the jaws. The physician ablated with the catheter in the jaws and the end of the tip of the catheter broke off as a result of the clamp force. The tip was successfully detected by CT scanning and removed with a basket catheter. The procedure was completed without further issue. There was no long term patient consequence.